Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, components v2 and c3 were out of tolerance in ECG electrodes a, b, c and d. The v2 component is a 5.6v transient voltage suppressor located on the four ECG boards within the ECG sensing electrodes. The c3 component is a 0.1uf capacitor. The root cause for the defective voltage suppressor and capacitor was not positively identified. No adverse events resulted from the defective components. The last patient to use this electrode belt did not report any deficiencies.